Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a loss of therapy. The patient stated that the patient programmer (pp) has not been working/not turning on for about one week and that about a week ago the patient began to have accidents and wanted to use the pp to adjust the setting. Replacement of the pp batteries resolved the pp issue and the patient stated that she would adjust her stimulation. Troubleshooting resolved the pp issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.